Event description:
Suture breakage. Customer reports that suture broke while surgeon was tying a knot. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device faily initially reported assuming incident could recur.